Manufacturer narrative:
The user reported experiencing persistent "no sensor detected" alerts. Despite extensive troubleshooting including placement tests, phone and zoom-assisted sessions, the sensor signal could only be briefly detected when the transmitter was pressed firmly against the arm and was otherwise unstable or absent. The issue was not resolved after a transmitter replacement and the user was advised to reach out to their hcp for assistance with locating the sensor and to discuss next steps, such as removal and replacement of the sensor. Both the transmitter and sensor were requested for further evaluation, however, neither was returned by the time of complaint closure. Upon presentation to the hcp for sensor removal, it was reported that the sensor could not be palpated and was difficult to remove. The user was subsequently implanted with a new sensor on (B)(6) 2026. Based on the available information, the issue was likely due to deep sensor insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.